Manufacturer narrative:
Approximation of onset of driveline infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 months. A correlation between the device and the reported stroke and driveline infection could not be conclusively determined. Driveline infection and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient presented at hospital with stroke from septic emboli related to infections. It was reported that the patient was chronically infected; positive cultures included (B)(6) from the driveline site, enterobacter clabsi, and candida. The patient's first case of bacteremia occurred in (B)(6) 2013, followed by development of heavy staph in the driveline in early 2014. Patient was on and off intravenous and oral antibiotics for the next year for multiple organisms. On (B)(6) 2015 patient's inr was 2.3 and on the day of expiration patient's inr was 1.2. The cause of death was noted as stroke, lost respiratory drive.